Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported, was getting replace battery even tried several new batteries, got pump error 43 with flashing medtronic logo and also saw a crack on the back of the pump. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. Pump fails the sleep current test. No unexpected alarms/alerts were noted during analysis. Successfully downloaded history files and traces using thus. The following alarms/alerts were noted on or near event date: pump error 43 on 06/25/2023 02:56:02.000, pump error 130 on 06/25/2023 01:25:10.000, pump error 4 on 06/25/2023 03:00:11.000, and pump error 53 on 06/25/2023 02:59:20.000. No pump error 43 or pump error 130 noted during analysis, pump error 43 and pump error 130 not confirmed. Pump error 4 (filenumber = 32122 linenumber = 2727) confirmed due to hardware error. Pump error 53 (filenumber = 2005 linenumber = 5632) confirmed due to software anomaly. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on 06/25/2023 03:13:55.000 and battery failed alarm [58] on 06/25/2023 02:56:18.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor connector, lcd connector, and keypad connector. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case (battery tube), broken belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the back of pump case. No flashing medtronic logo noted during analysis, flashing medtronic logo not confirmed. No failed battery alarms noted during testing, failed batt test not confirmed. No pump error 43 or pump error 130 noted during analysis, pump error 43 and pump error 130 not confirmed. Pump error 4 confirmed due to hardware error, isolated to electronic stack. Pump error 53 confirmed due to software anomaly. Sleep current anomaly due to moisture damage. Moisture damage confirmed on pcba 1, pcba 2, motor connector, lcd connector, and keypad connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.